Manufacturer narrative:
The investigation determined an event occurred where the vitros system may have dispensed a patient sample back into the wrong tube/cup position of a sample tray when using a vitros 5600 integrated system potentially impacting results obtained from 10 samples on the effected sample tray. An ortho investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be returned to the wrong tube/cup position of a sample tray. The return of patient sample back into a tube/cup not intended will cause a contamination or a significant dilution of another patient¿s sample and lead to erroneous results. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. The FDA (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation the following event was identified using the customers vitros 5600 integrated system. A sample aspiration event on (B)(6) 2015 occurred when a sample fluid from a tube/cup other than the intended tube/cup was aspirated. Subsequent to the aspiration event from the unintended tube/cup, a metering failure occurred and the system attempted to return the aspirated sample back into the original tube/cup as designed. However, the sample was most likely returned into an unintended tube/cup which can cause a contamination or a significant dilution of another patient&#62688;sample and lead to erroneous results. The undetected aspirating of sample fluid from and/or dispensing sample fluid back into an unintended tube/cup could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. Ortho sent a letter informing the customer of the event that occurred on (B)(6) 2015 including the number of samples potentially affected and that no other events have occurred impacting sample results. In the communication the customer was instructed to contact ortho with any additional questions. No additional information or feedback pertaining to the event that occurred on (B)(6) 2015 has been communicated back to ortho from the customer. Therefore it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).